Event description:
Per consumer the chair will drive 5 to 15 feet and then stop. Consumer states when the chair stops all the green lights on the battery indicator light go away and only the yellow and red lights remain. Consumer will turn the chair off and let it sit for a while and then upon turning it back on and trying to drive the same problem happens